Manufacturer narrative:
(B)(4). Journal article: white sh, et al, the twin peg oxford knee ¿ medium term survivorship and surgical principles, knee (2018), https://doi.org/10.1016/j.knee.2018.01.001. Report source, foreign - events occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer as the lot numbers of the devices are unknown, DHR reviews could not be performed. Root cause could not be determined. If further information is found that would change or alter any conclusions reached, a supplemental report will be filed accordingly.

Event description:
A journal article entitled "long-term outcomes of over 8,000 medial oxford phase 3 unicompartmental knees¿a systematic review", by mohammad hr, (2017), investigated under was based on a review of 15 other publications. Separate complaints have been raised to investigate journals mentioned in this medical paper. This complaint refers to the study entitled "the twin peg oxford knee: medium term survivorship and surgical principles." By white, sh, et al. (2018). Knee revision due to unexplained pain.